Manufacturer narrative:
(B)(4). Conclusion: aortic neck length.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 19.9-21 mm in diameter and less than 7 mm in length. It was reported that on the final angiogram a proximal type I endoleak was identified. Another manufacturer&#62688;cuff was implanted however, the endoleak still persisted. The physician believes that the endoleak will self-resolve as it had not entered into the aneurysm. Also, during the procedure a reliant balloon could not be inserted into another manufacturer's 12 fr sheath on the contralateral side, thus being unable to perform modeling of the stent graft. Based on the physician's judgment, no further treatment was provided. No additional clinical sequelae were reported and the patient is fine.